Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Devices not available.

Manufacturer narrative:
Manufacturing date and expiration date corrected. An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no other similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened. Manufacturing date and expiration date corrected.

Event description:
It was reported that the final set time of the cement was very short during medical procedure. Working time was long. At first, the cement did not harden, and then the cement hardened quickly, but total setting time was 10 min. The temp of the operating room was not specified. The cement was stored in the refrigerator, but we could not specify how long and the temp were not specified. Revolution was used and it was stored in general temp(specific temp was not clarified.) Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer were used.

Event description:
It was reported that the final set time of the cement was very short during medical procedure. Working time was long. At first, the cement did not harden, and then the cement hardened quickly, but total setting time was 10 min. The temp of the op room was not specified. The cement was stored in the refrigerator, but we could not specify how long and the temp were not specified. Revolution was used and it was stored in general temp(specific temp was not clarified.) Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer were used.